Event description:
The customer reported the spectrum monitor had a blank display, which may have resulted in a loss of primary monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the unit. Corrections included replacement of the memory chip and reseating the cables. The unit was tested to factory's specs. It functioned normally and was returned to use.